Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No blank display or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power/battery alerts/alarms were found in the history files or traces for the event date august 28, 2021 and no stuck button error alarm found in the insulin pump history file/trace. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The electrical board 1 connector on electrical board a 1 was locked properly during visual inspection. The insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube were noted during visual inspection. Blank display not confirmed. Stuck button alarm not confirmed. Keypad unresponsive not confirmed. Cosmetic damage found on the back of the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 24 mmol/l. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer also reported the insulin pump's screen was blank and it had stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. The device will not be returned for analysis.